Event description:
It was reported that the patient experienced "bladder incontinuous" following device placement. The patient was going to have an MRI of the I-spine and t-spine done. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Type of reportable event: "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.